Event description:
It was reported that the device system was removed as a result of a catheter break. It was confirmed via catheter dye study that a break occurred at the proximal segment. The pump and catheter were replaced. At the time of this report the patient was alive and without injury. It was indicated that there were no patient symptoms related to this event. The drug delivered via pump was baclofen.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).